Event description:
The valvulotome got stuck as the surgeon was pulling out of the vein. Upon inspection, the surgeon noted that one of the ridges did not fully retract. Product had patient contact but no patient harm. Another valvulotome was opened and used to complete the procedure. Manufacturer response for valvulotome hydrophilic 1.5 mm, (brand not provided) (per site reporter): product failure questionnaire. Waiting for response and RMA.